Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 2.25 x 23 mm xience prime stent and a 2.5 x 38 mm xience prime stent in the mid right coronary artery (rca). On (B)(6) 2014, the patient was re-hospitalized. Diagnostic coronary angiography was performed on (B)(6) 2014 and restenosis was noted in the mid rca, within 5 mm from the 2.5 x 38 mm xience prime stent implanted in the mid rca. Additional dilatation was performed and the patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.